Event description:
Implants were inserted, right side 130 cubic centimeters, left side to 80 to 100 cubic centimeters. The pt developed hair loss & chronic fatigue as well as tender points in the lower back, trapezius, neck & knees. She probably has fibrositis. She also has dry mouth, tingling in the hands, palpations. On physcial examination, she has a class ii capsular contracture on the left. As a result of symptoms that may be related to her implants, an implant removal is medically inidcated.